Event description:
Customer was hospitalized for dka. Customer went from work directly to the hospital. Troubleshooting was done and pump passed the prime test. Customer did not have the tubing clamp for the high pressure test. Tubing clamp was sent to custoemr and was instructed to call back to complete troubleshooting.